Manufacturer narrative:
(B)(4). Batch # m53t8k. Result: the analysis found that one ple60a device was returned in good visual condition and with two cartridge reloads present. Cartridge (c) ecr60d, m5460n was received fully fired and in good visual conditions. Cartridge (d) ecr60d, m5460n was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a sleeve gastrectomy procedure, the surgeon said the device had no power at all when he tried to fire the first fire. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.